Event description:
It was reported that during a ptca treatment procedure involving a 90% stenotic and calcified lesion in a somewhat tortuous area of the circumflex artery, the nir elite balloon ruptured at 12 atmospheres on the first inflation. Loss of pressure was noted on the gauge of the unknown type of inflation device and a balloon rupture was suspected. The patient was asymptomatic during this event. It is noted that the nir elite device was passed through the cell of a previously placed stent in order to reach the lesion requiring treatment. It apparently was not being used to deliver a stent, but to dilate a new stent. It is unknown if the lesion was pre-dilated. The nir elite balloon was removed and replaced with a quantum monorail catheter. A bmw guidewire and a march 1 guide catheter were used, but the size and type of introducer sheath used is unknown. The facility discarded the nir elite device. No patient injuries or procedural complications were reported. Patient status is reported as 'good'. No further information is available at this time.